Manufacturer narrative:
H4: the lot was manufactured from february 16, 2022 to february 17, 2022. H10: the device was received for evaluation. The sample did not contain fluid in the bladder. A visual inspection was performed using the naked eye which showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused medication to the patient. The expected therapy time was 56 hours; however, the medication delivery completed in about 30 hours. This was observed during patient infusion. The device was filled with fluorouracil and 0.9% normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.